Manufacturer narrative:
Device received with missing retainer ring and reservoir tube o-ring. Device received with cracked keypad overlay. Device received with minor scratched lcd window, case and keypad overlay. Device received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a piece of the plastic from the reservoir compartment wasn't sitting well. Customer's blood glucose was unknown. Customer agreed to return the reservoir for analysis.